Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analysis of the device memory indicated the criteria for rv lead integrity alert were met, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, the impedance of the rv pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to noise on their way to the hospital. Interrogation revealed the right ventricular (rv) lead had high pacing impedance. The device was re-programmed and later capped and replaced. No further patient complications have been reported as a result of this event.